Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had taken the battery off and recharged it, but when they put it back on the customer still had trouble with the device. Customer stated that when they took the transmitter off the charger, it flashes when it is on but the sensor does not flash. Customer is having a problem with the pump not recognizing the sensor. Customer was fine until 3 pm this afternoon. Transmitter does not blink when connected to the sensor. Customer's blood glucose level was 2.7 mmol/l. Customer found that the sensor was bent. Customer was advised to replace the sensor. Replacement sensor will be sent. No additional information provided.